Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. The manufacturing location for this product is greater asia site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd ¿ syringe was found with foreign matter as ¿found plastic-like foreign matter in syringe". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample was returned to sbdm, the lot number is unknown. Sbdm conducted visual inspection of the complaint sample, initial assessment points to the fm being a plastic piece. Infrared spectrometry (ir) analysis: sbdm conducted ir analysis on the foreign matter. Based on ir results, the material of fm was polypropylene, the same raw material as barrel component. House sample inspection: sbdm conducted inspection on 5 possible lot (1804023, 1804043, 1804053, 1804093 and 1804113), 30 pcs inspected per lot. No foreign matter was observed. Device history record review: sbdm reviewed the manufacturing record of complaint sample, based on 5 possible lots (1804023, 1804043, 1804053, 1804093 and 1804113), no abnormality was observed. Sbdm complaint record review: sbdm reviewed customer complaint record (possible lot no. 1804023, 1804043, 1804053, 1804093 and 1804113), there is no repeat same issue for same product from other customer. Corrective action: 1. Sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Sbdm implemented tightened product & process inspection and strengthening quality inspection for syringe manufacturing process. 3. Sbdm will do maintenance of the index of syringe assembly machine to fit between feeder and index. 4. Sbdm implemented 100% visual inspection on syringe packaging process and had retrained on inspection method for packaging inspector due to this complaint case effective 15 may 2018. 5. Sbdm installed guard on the syringe assembly machine to prevent fm (broken particle) effective 15 may 2018. Conclusion: based on investigation, infrared spectrometry analysis of the fm concluded the material to be polypropylene, the same raw material of the barrel component. The likely cause is during syringe assembly process while the barrel was feeding to the syringe assembly machine. There is possibility of the barrel not moving to the index of syringe assembly machine properly. This causes the barrel to be under pressure and subsequently the barrel was broken by the index. The broken plastic piece then dropped into the barrel, and this fm was missed out during outgoing inspection.